Event description:
After the fluid replacement was completed, the rubber seal on the prn came loose when the tubing was being sealed, causing the sealing solution to leak from the connection.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.